Event description:
It was reported that the patient underwent implantable pulse generator (ipg)and spinal cord stimulator (scs) lead revision procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 19371336. UDI: (B)(4).

Event description:
It was reported that the patient underwent implantable pulse generator (ipg)and spinal cord stimulator (scs) lead revision procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Sc-1132 sn: (B)(6). Investigation results: the returned ipg was analyzed and could not be recharged even after many attempts. When the device was opened, tests showed the battery was using too much power while sleeping, and another test showed an electrical short inside the main chip. This damage is typically caused by the ipg exposure to external high voltage/high current transient sources. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event. Sc-8336-70 sn: (B)(6). Investigation results: the returned lead was analyzed and passed visual inspection. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of no problem detected.